Manufacturer narrative:
Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed, the cuff would not inflate. The probable cause is that there was a welding error during manufacturing. The device was discarded.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an inability to inflate the balloon, as it was perforated and does not retain air. Reporter stated that the product defect was identified just after initial use, and the balloon did not inflate. Per reporter, there was no identification of a problem before the introduction of the device. Per reporter, the patient was re-intubated with a new endotracheal tube to stabilize the patient, as the patient was unstable as the result of respiratory distress. The patient remained in intensive care as the result of the respiratory issues. The customer alleged that the balloon was punctured, resulting in the inability for the balloon to swell upon intubation.